Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported that there was a deterioration in hearing performance with the device, but could not say when this started. There was no accident or trauma reported by the parents.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No date for surgery has been made available.

Event description:
The user's parents reported that there was a deterioration in hearing performance with the device, but could not say when this started. There was no accident or trauma reported by the parents.